Event description:
The customer reported that there were three telemetry devices that lost connectivity for 15 minutes. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.